Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient experienced supraventricular tachycardia (svt) post the evoque procedure, with valve migration contributing to frequent arrhythmias. An emergent redo sternotomy with tricuspid valve explantation and replacement was performed on postoperative day (pod) 1. On pod 2, the patient underwent mediastinal washout, tunneling of permanent pacing leads, chest closure, and sternal plating. The patient remained clinically stable and was discharged on pod 13. Additional information received that during index procedure, imaging was challenging. There were no interactions with previously implanted devices or anatomy that could have influenced the malposition. Leaflet capture was confirmed on each anchor during the anchor spin. The anchors were at the hinge points of the annulus prior to final valve release. Deployment was successful, no canting at time of release. After the case, everything appeared fine and the patient was stable. There was appropriate volume optimization the day of the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.